Event description:
According to the customer, on (B)(6) 2024, the lift rose but did not remain in the raised position, resulting in the patient falling from the lift. The customer reported landing on her right ankle. The customer reported that she sought evaluation in the emergency room, where her ankle was wrapped with a "bandage", a soft boot, and pain medication was prescribed. The customer stated that the patient's injury has since healed.

Manufacturer narrative:
According to the customer, on (B)(6) 2024, the lift rose but did not remain in the raised position, resulting in the patient falling from the lift. The customer reported landing on her right ankle. The customer reported that she sought evaluation in the emergency room, where her ankle was wrapped with a "bandage", a soft boot, and pain medication was prescribed. The customer stated that the patient's injury has since healed. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.